Event description:
It was reported that the patient had an initial left hip arthroplasty on (B)(6) 2013 and an initial right hip arthroplasty done on (B)(6) 2014. The patient alleges pain and clicking in the right hip and pain in groin near the left hip. There have been no revision procedures reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative and postoperative bone fracture and/or postoperative pain."